Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a need to remove the sutures of the device after ten weeks of being implanted. It was noted that the catheter was not repaired, there was no leak, and no luer adapter issue. It was also stated that a12t 80% was used as a cleaning agent of the device, tego was utilized and the insertion site was treated prior to product placement. The catheter was removed and a new device was implanted. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, there was a need to remove the sutures of the device after ten weeks of being implanted. After suture removal, the catheter came out of the patient. It was noted that the catheter was not repaired, there was no leak, and no luer adapter issue. It was also stated that a12t 80% was used as a cleaning agent of the device, tego was utilized and the insertion site was treated prior to product placement. The catheter was removed and a new device was implanted. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the catheter kit appeared intact. The guide wire was not received. Pmv performed functional testing, the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. A test guide wire was used and inserted into both lumen, no occlusion was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.